Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
The user reported that the monitor kept shutting down on it's own. No other details regarding the nature of the event were provided.